Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer performed an infusion set change and the occlusion alarms continued. The customer's blood glucose (bg) level was 562mg/dl and a correction bolus was delivered via the pump to address the bg level. A system check was performed and the pump performed as intended. Reportedly, the current supplies had been in use for over three days. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.